Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 173 unopened pouches. Analysis and results: there are no previous complaints of this code-batch. Manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock. Tightness test to the samples received has been performed and the units are tight. Tested the needle attachment of the samples received and the results fulfill the OEM requirements. A 2.46 kgf in average and 1.51 kgf in minimum (ep requirements: 1.83 kgf in average and 0.71 kgf in minimum) needle attachment results before releasing the product were 2.54 kgf in average and 2.07 kgf in minimum and fulfilled the OEM requirements. Tested the knot pull tensile strength of the samples received and the results fulfill the OEM requirements. A 8.99 kgf in average and 8.55 kgf in minimum (ep requirements: 6.48 kgf in average and 3.24 kgf in minimum) knot pull tensile strength results before releasing the product were 8.87 kgf in average and 8.55 kgf in minimum and fulfilled ep requirements. Remarks: when working with novosyn® suture materials great care should be taken to ensure that, the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: although the results of the samples received fulfill the OEM specifications, note of this incident is taken in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: denmark. Suture is breaking, tread and needle is pulled from each other in this lot. 718075.